Event description:
It was reported that patient experienced recent gastrointestinal (gi) bleed, with no active bleeding on (B)(6) 2026. They developed hypotensive episode previous night. On (B)(6) 2026 at 22:30, they had low flow alarm with low blood pressure. The patient was intubated, no cardiopulmonary resuscitation (CPR) was given, and they were in a paced or native atrial fibrillation (af) rhythm. They were treated medically. There were no observed power spikes, but variable pulsatility index (pi). There was a poor echocardiogram window. Plan was to arrange assessment if inflow and outflow tracts. Clinically, it appeared to look like biventricular failure. The log files captured low flow events on (B)(6) 2026. The patient was improving and no further testing was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2025 through (B)(6) 2026. Transient and continuous low flow hazard alarms were captured on (B)(6) 2026. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, and cardiac arrhythmia. This chapter also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient ultimately passed away on (B)(6) 2026 due to right ventricular failure. The outcome was not considered device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient outcome could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2025 through (B)(6) 2026. Transient and continuous low flow hazard alarms were captured on (B)(6) 2026. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the files. The device was not explanted and will not be returned for evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, cardiac arrhythmia, right heart failure, and death. This chapter also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.